Event description:
The customer reported via phone call that the insulin pump alarmed button error and emitted a constant tone for about 10 seconds. Customer's blood glucose was not known. Leading up to the alarm, the customer stated, the insulin pump was exposed to moisture while it was raining outside. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error alarms noted during testing. Unable to perform the displacement test due to no button response. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.